Event description:
Product is pre-programmed to only give half a dose of antibiotics. I only filled in the medwatch page for bds alaris IV pump, but the same problem exists for the baxter and b braun smart IV pumps. None of these three companies have programmed their IV pumps to give a full dose of antibiotics, or anything else. For example, their IV pumps are all programmed to infuse a 50cc bag of antibiotics for exactly 50ccs. This pre-destines the registered nurses to leave 25 to 30ccs of the antibiotic in IV tubing instead of it getting into the patient. It requires some person at the FDA to think outside of the box in order to solve the above problem. The people with phds are unlikely to get it. A study by alaris published last year did not even look for "volume to be infused" underdosing errors, possibly because they knew that their own IV pump had not been programmed to infuse a full dose of antibiotics. The FDA's own advice (appendix one) does not show rns how to give a full dose of antibiotics. The holt 30cc IV rule: though dependent upon an individual hospitals IV tubing capacity, the 30cc rule states that, "in order to clear all of the IV medication from ivpb tubing, rns must add at least 30ccs more than is stated to be in the medication bag or bottle to the volume to be infused section of the IV pump." Thus a 50cc bag of fortaz requires that the IV pumps volume to be infused be programmed for (at least) 80cc. It will take about 48 minutes to infuse. As previously stated, alaris, baxter and b braun IV pumps are programmed for only 50ccs: thus, most patients get less than half of their IV antibiotic.